Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not working anymore. Customer stated that the insulin pump rattles when they shake it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to broken and pin traces on electrical board. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify power loss alarm due to blank display. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.